Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was not reported. Treatment, outcome, and the action taken with dianeal therapy were not reported. The reporter denied to provide further information.